Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The available iegms documented the presence of noise in the rv and lv channels. Based on the information available for analysis, the root cause was not determinable. However, the data did not reveal any indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data confirmed the clinical observation. However, there was no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Very regular noise appearing on the rv channel that does not look like typical lead noise. This device remains implanted.